Event description:
The customer reported the device failed to deliver energy via paddles during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to deliver energy via paddles during op check. There was no pt involvement. The device was evaluated by a philips fse. The symptom was duplicated. The external paddle set was replaced to resolve the issue. The device passed all testing and was returned to service. Philips is considering this as a malfunction of the external paddle set. The external paddles were replaced to resolve the symptom. No formal response was requested and none is warranted.